Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s906usqs8fyf2. Hardware: sm-s906u. Cgm sensor type: g7.

Event description:
It was reported that the patient they were found to be unconscious due to hypoglycemia. The patient's blood glucose levels declined to an unknown level. There was no information provided if they had to seek medical attention due to the issue. No information was not provided how they treated the issue but stated that they were seen by a doctor. Three follow ups were attempted but no new information was provided.